Manufacturer narrative:
The customer has indicated that the subjected device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. A review of the device history record did not detect any deficiencies in the manufacturing process. Device discarded-not returned for evaluation. The event has not been confirmed; no product was returned for evaluation.

Event description:
It has been reported to us that during the procedure, the balloon ruptured. Pt is reported to be fine.